Manufacturer narrative:
Ge healthcare's investigation included a review of ECG full disclosure strips and log files for the date of the event in question. The ECG full disclosure strips show four episodes of presumed ventricular tachycardia (4:16, 7:12, 7:30, and 9:44) on (B)(6) 2011. The monitor asserted a tachy alarm for the first event and asserted vtach alarms for the subsequent events. The most notable feature of the strips is that they are recorded at ECG size 4x; all lead amplitudes were significantly less than the system minimum requirement of +/-0.5 mv with the largest available amplitude lead showing less than 0.4 mv. At these amplitude levels, the accuracy of qrs duration measurements and related features, which are used for beat and interpretation processing, will likely be degraded. It is likely the qrs duration was measured too narrow in the first event leading to an interpretation of a supra-ventricular beat morphology and a subsequent tachy alarm. The ge field engineer was on site and worked with (B)(6) to perform testing on the monitor. A marq iii simulator was used to perform the testing. Arrhythmia alarms (vfib/vtac, and vtac) were simulated and all alarmed at a crisis level. Alarm parameter limits were increased and decreased and these also alarmed as expected. Alarm volume was also checked and the system provided audible and visual alarms as expected. (B)(6) had also performed safety checks on the equipment. Ge healthcare concludes from the analysis of the log files and ECG printouts supplied the equipment performed within specifications.

Event description:
It was reported that the solar 8000i did not alarm for a vtach (ventricular tachycardia) event. A nurse was at the pt's bedside at this time, however it is unk whether a delay in treatment occurred. The pt reportedly had three (3) subsequent vtach events for which the monitor did alarm. The pt subsequently expired. Additional pt info is being held in confidence by the user facility.